Manufacturer narrative:
Section d UDI# added section d9 updated due to part return section h6 evaluation codes updated due to analysis of returned parts result code (annex c) add additional code conclusion code (annex d) remove d02 and add d0302 component code (annex g) remove g07001 and add g04051 h3 device evaluation summary: was updated due to analysis of returned parts medtronic conducted an investigation based upon all information received. It was reported that while in use on a patient, the pb560 ventilator generated an alarm and stopped ventilation. The device was available for evaluation. The service personnel (sp) inspected the ventilator, confirmed the reported issue and identified that the turbine does not turn and replaced the turbine and turbine control printed circuit board(pcb). Additionally, sp replaced the fan due to abnormal sound and performed preventive maintenance. The unit passed all calibrations and tests as per manufacturer specifications at the time of service. The fan was not returned to medtronic for analysis. The turbine control pcb was returned to medtronic for analysis. The component was visually inspected and functionally tested with no malfunction or product deficiency observed. One turbine was returned to medtronic for analysis. A visual inspection was carried out on the returned component, no anomalies were observed. The turbine was attached to test ventilator for analysis. The unit failed calibrations, flow sensor capacity test, turbine performance test, ac and battery ventilation test. When put on ventilation, the unit generated a high priority alarm with "connect valve or change pressure" message confirming the turbine was faulty. If a failure of the turbine occurs while in use on a patient, the ventilator response would be a loss of ventilation to the patient the turbine was sent to supplier for further analysis and a broken phase wire in the turbine was identified. The cause of the reported event was isolated to a broken phase wire in the turbine. There is an existing supplier corrective action. A medical safety review was performed and the results show that reported associated harm(s) and severities have been reviewed and are properly assessed within the risk document. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d9 updated due to device evaluation section h6 evaluation codes updated due to device evaluation method - remove b21 and add b01 result - remove c21 and add c13 conclusion - remove d16 and add d02 component - remove g07003 and add g07001 h3 device evaluation summary: medtronic conducted an investigation based upon all information received. (It was reported that while in use on a patient, the pb560 ventilator generated an alarm and stopped ventilation. The device was available for evaluation. The service personnel (sp) inspected the ventilator and confirmed the reported issue. Sp identified that the turbine does not turn and replaced the turbine and turbine control printed circuit board (pcb). Sp also replaced the fan due to abnormal sound and performed preventive maintenance. The unit passed all calibrations and tests per manufacturer specifications at the time of service. The cause of the event was isolated to a potential fault in the turbine and/or turbine control pcb. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. The event is included in a trending and monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section a patient information and section e initial reporter cannot be provided due to japanese privacy regulations. Section e. Japan medtronic personnel reported event to manufacturer on behalf of the customer. Section g: there is no 510k number associated with this device. The device associated with this event is an authorized product under the emergency use authorization (eua) issued by FDA for the covid-19 pandemic. This device was granted authorization by FDA on april 5, 2020. H3: medtronic received the suspect device/component from the customer, but the device has not yet been evaluated to date. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that while in use on a patient, the pb560 ventilator generated an alarm and stopped ventilation. The patient's oxygen saturation temporarily decreased and the patient's condition worsened. The patient was removed from the ventilator and was manually ventilated via an ambu bag before being placed on an alternate ventilator. The patient's condition became stable and there was no reported patient injury.